Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawers failed due to a connection issue. A field service engineer reseated all connections in the drawers and restored functionality to the storage spaces. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation system encountered an issue where the main drawers 2.1 and 2.2 were not detected on the bus. The customer had tried to recover the drawer by rebooting the station, but the issue persists. This incident resulted in a delay to patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.